Event description:
It was reported via mw5105633 that a female patient underwent a breast surgery with two 350cc mentor memorygel breast implants and experienced generalized illness symptoms including migraines, vertigo, gastrointestinal issues, weight issues, pain, depression, and anxiety post-operatively. It was reported the patient underwent explantation, but a date was not provided. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware the patient underwent explantation on (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).